Event description:
It was reported that a spectrum pump was infusing with concurrent flow during therapy in the outpatient/ambulatory care unit. The primary infusion was set to deliver 100ml of "pre-med mixture" at a rate of 400ml/hr. A secondary infusion was set to deliver 500ml of carboplatin at a rate of 600ml/hr and a dose of 735mg/ another secondary infusion was set to deliver 250ml of taxitere at a rate of 300ml/hr and a dose of 150mg. The nurse observed medication was dripping from both chambers. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.